Event description:
Received information in 08/2005. Event report received from scientific studies: atrial and ventricular leads dislodge. Device migrating in pocket. Both leads revised successfully in 2005.

Event description:
Received info on 8/2/2005. Event report received from scientific studies: atrial and ventricular leads dislodged. Device migrating in pocket. Both leads revised successfully in 2005.